Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 22-oct-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the wound opened, and implants could be seen. There was a possible infection which the health care provider thought was due to poor wound healing. The device functioned great and the patient had great pain relief, but the wound did not heal and opened up, so the system was explanted. The potential contributing factors of the wound opening were noted to be that the patient was active and a heavy smoker. There were no further complications reported or anticipated.